Event description:
It was reported that the 9900 system collimator has a problem. It was noted that the collimator closed down 50% and is unresponsive. However, the procedure was completed and there was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Restored the generator configuration files. The system was tested and found to be working as intended and placed back into service.